Manufacturer narrative:
Correction: product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician observed a small slice in the left ventricular (lv) lead insulation. The lv lead was not implanted. A replacement lv lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician observed a small slice in the left ventricular (lv) lead insulation. The lv lead was noted implanted. A replacement lv lead was implanted successfully. No patient complications have been reported as a result of this event.